Manufacturer narrative:
Broken off injection button. No physical damage to cartridge holder or inpen front and back shell. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button. The customer concern of physical damage to injection button was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen cap got damaged and no longer stays. The customer reported no adverse event. The event involved product mmt-105elblna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-105elblna was requested and it was returned for analysis.